Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door constantly failed. The field service engineer replaced latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager door failed when user issuing medication to patient. However, there were no adverse events or injuries reported based on this event.